Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode unit passed the displacement test. Unit received cracked retainer, minor scratched display window and scratched case. Unit tested with a test infusion set and infusion set locked in place properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the entrance to the reservoir compartment on the pump has fallen off and the reservoirs will not lock into place. Customer's blood glucose at the time of the incident was 122 mg/dl. No significant events leading to the alarm were observed. Product is not expected to return.